Event description:
Ventilator alarming intermittently, screen displaying "severe occlusion". Ventilator still continuing to ventilate pt despite alarm. Pt in no apparent distress. Pt bagged while ventilator switched with another.